Event description:
It was reported that the insulin cartridge was leaking after the user filled it with approximately 200 units; education and troubleshooting were completed, including guidance to fill only 180 units to prevent overfilling and leakage. Symptoms included hyperglycemia, with a highest blood glucose of 250 mg/dl and levels above 180 mg/dl for about 4 hours, as well as positive/high ketone test. Outcomes included transient hyperglycemia without hospitalization, professional medical intervention, or need for assistance. Investigation included agent-led assessment of potential leak points and user education regarding correct cartridge fill volume. Investigation of this case revealed leakage consistent with an overfilled cartridge, with no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to overfilling leading to cartridge leakage.